Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was extended and the lead was found to not be electrically continuous. An x-ray was performed which confirmed the lead was fractured near the terminal pin.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the conductor was fractured after 35-40 rotations of the helix mechanism. Another lead was successfully implanted. No adverse patient effects were reported.